Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a mra done a couple days ago and they healthcare provider (hcp) present assisted the patient with turning therapy off and then back on again after the mra. They turned it back on but since then they had not been getting any relief from going to the bathroom so many times at night and it was uncomfortable. The patient checked their settings and it said they were on program 6 at 1.1. The patient wanted to know if they had accidentally switched to program 6, thinking that they had previously been on program 5. The agent reviewed how to change back to program 5 and increased stimulation to a comfortable level. The patient noted that they felt stimulation sensation both in the pelvic floor and also at ins site but it was comfortable. The patient would maintain stimulation level and would continue to track symptoms. The patient indicated they would try this tonight and would call back for assistance changing programs again if symptoms were not improved.